Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform abdominal aortic aneurysm and bilateral iliac aneurysms approximately 10 months ago. The proximal aortic neck angulation was 30 degrees. The proximal aortic neck length was 10 mm and the diameter was 21 mm. The origin of the left common iliac artery was highly angulated. The devices were successfully implanted and the delivery system discarded. The patient also has heart disease that will require cardiac surgery. It was reported that a suspected type IV endoleak was observed intra-operatively. The physician decided to monitor the patient. One week after the procedure the patient suffered a cva and became paralyzed on one side of the body. On an unknown date approximately 6 months following implant the physician determined that the endoleak was a proximal type I endoleak. An angiogram showed one of the bards on a supra-renal stent had hooked into a renal artery and the stent graft almost completing falling into the aneurysm. Secondary intervention was performed with an endurant aortic cuff (B)(4) and a palmaz-xl stent and the proximal type I endoleak resolved. The physician stated that the stroke and the paralysis were not related to the devices. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4), results: inherent risk of procedure (cva/stroke, paralysis, endoleak, stent graft migration). (B)(4).